Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "fiber in the anterior chamber" (foreign body, removal of). Product problem: "foreign material" (foreign material present in device). The surgeon reported a pt presented with a fiber in the eye at the one day post-op exam. The pt required a second procedure to remove the fiber. Additional follow-up info has been requested.